Event description:
It was reported that during a treatment with an ak 96 machine, a reverse ultrafiltration was observed. The patient fluid removal during the 4.0 hours was set to 2.5l, however, after the treatment ended, the post treatment weight recording indicated that the patient had gained 2.6 l of fluid. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation; however, an unspecified type of repair was performed on site by the hospital engineer (no additional information provided). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.